Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation lens was returned in microcentrifuge vial dry. Visual inspection found haptic broken/bent. Lens returned is not the model stated in the claim. Claim# (B)(4).

Manufacturer narrative:
Off label use: acd <3.0. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -11.5 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a longer length lens due to low vault without rotation. The problem was not resolved. Reportedly, "even with the lagrest size icl, the low vault peisisted." Cause of the event is reported as unknown.